Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a slight overcorrection in a patient post lasik. There are multiple reports for this facility this report addresses the a male patient born in 1964 right eye and other manufacturer reports will be filed.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
New information was received. Only the left eye was affected.

Manufacturer narrative:
At the visit on site, the field service engineer verified the system according to company specifications. No abnormalities were found to have contributed to the reported event. Logfiles were reviewed. No contributing factors identified. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).